Event description:
It has been reported to philips that images were not appearing on the live monitor of the allura system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis when the issue was identified. Onsite inspection of the system identified that the system hanging was causing the images to not appear on the live monitor. Fse reseated the fdc and detector connections and also recreated the image disk. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.